Event description:
It was reported that the patient had a serious fall on her left hip about 24 hours ago and thought she might have broken something. The patient was requesting device guidelines for x-ray/fluro/ultrasound. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3778-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 3778-45 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 3708120 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 3708120 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).